Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during manual priming. During troubleshooting, customer stated that insulin still did not exit the tubing. Customer also stated that the plunger was stuck and would not push the insulin through the tubing. Customer stated that there were many air bubbles present in the insulin. Blood glucose level was 331 mg/dl at the time of the call. No further information was provided.